Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm noted in history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states he was having problems with his blouse delivery, but he had unknowingly turned off the feature. The customer stated his pump was exposed to a high magnetic field. Troubleshooting reviewed the history and noted motor position encoder error. The customer sates the drive support cap is intact. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.